Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 1103 vad, implanted: (B)(6) 2015. Other devices involved in this event: heartware ventricular assist system ¿ battery, serial number: (B)(4)/model #: 1650de/expiration date: 2018-09-30, (B)(4). Yes, return date: 2018-03-27. No, device evaluation anticipated, but not yet begun. Mfg date: 2017-09-30. (B)(4). Heartware ventricular assist system ¿ battery, serial number: (B)(4)/model #: 1650de/expiration date: 2018-09-30, (B)(4). Yes, return date: 2018-03-27. No, device evaluation anticipated, but not yet begun. Mfg date: 2017-09-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a pump stop while connected to one power source. The patient was changing batteries and disconnected one power source, connected a new battery and then disconnected the second power source to change the battery. The pump stop event lasted until the second power source was reconnected. There was a controller power up event due to loss of power to the controller. It was noted that there was also power switching with two batteries. The battery capacity was greater than or equal to 25 percent. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller (B)(6) and four batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the devices passed functional testing and visual inspection. Log file analysis revealed that the controller, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6) 2018. The data point logged on the controller's internal logs prior to the loss of power, logged at 06:43:53, revealed that (B)(6) was connected to power port one (1) with 78% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 32% rsoc. The data point after the controller power up event, logged at 06:46:10, revealed that the (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 10 seconds. A momentary disconnection was logged leading up to the controller power up event. As a result, the reported power switching and power loss events were confirmed. Based on the log file analysis, the most likely root cause of the premature power switching event can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Other devices involved in this event: d1: heartware ventricular assist system ¿ (B)(6). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Two other batteries were returned due to the event, and subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
Product event summary, con311855: the controller passed visual inspection and functional testing. However, the reported event was co nfirmed via log file review. Investigation is ongoing. Additional products: battery, bat586441, device evaluated by MFR: yes.(B)(4). Product event summary: the returned battery passed external visual inspection and functional testing. However, the reported event was confirmed via log file review. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving the battery. Investigation is ongoing. Battery, bat586105. Device evaluated by MFR: yes. (B)(4). Product event summary: in relation to the reported event, bat586105 passed visual inspection and passed functional testing. The reported event was not confirmed via log file review since the battery was not in use during the time frame considered. Investigation is ongoing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.